Manufacturer narrative:
Investigation summary: customer returned (1) bd 1.4 qt home sharps container. Customer states that the lot number on the containers differs from the lot # on the boxes. The returned sample was examined and exhibited lot # 8130001 printed on the shelf carton and lot # 8135001 printed on the label on the sharps container. Situation analysis # (B)(4) has been opened to address this issue. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low for each of the reported lot numbers. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ sharps collector had incorrect label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd¿ sharps collector had incorrect label information. No serious injury or medical intervention was reported.